Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an unspecified capture issue was observed on the lv lead. Lead was capped on (B)(6) 2018. No further information available.

Event description:
New information received states that lead malfunction was due to no capture issue on the lv lead which was observed during the device change out procedure due to normal elective replacement indicator. There was no battery performance alert. Patient was asymptomatic and stable post procedure.